Event description:
The user facility reported that during a laparoscopic appendectomy the users experienced difficulty cutting the tissue with the use of the subject device. The procedure was completed by performing open surgery. There was no patient injury reported.

Manufacturer narrative:
The user facility returned the sonosurg scissor to the original equipment manufacturer (OEM) for evaluation. The evaluation confirmed that there was no anomalies with the sonosurg scissor, and ultrasonic outputs was activated normally. There was no problem found with the cutting function. Based on the results of the OEM's investigation, the OEM attributed the reported phenomenon to user error or user-technique and not due to device malfunction. The OEM deemed this report closed and no further action required.